Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (battery life with damage) issue. It was alleged replace battery alarms without preceding low battery alarms occurred, and the battery compartment was cracked. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 19-apr-2019 with the following findings: a review of the pump black box data and alarm history indicated frequent replace battery alarms and low battery warnings. During investigation, the electrical current draws were found to be were within specifications. The complaint of a battery life issue was shown in the pump history but not duplicated during investigation. Investigation confirmed there was a crack in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.